Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had blank screen and had alert for insert new battery, power loss alarms. Customer¿s current blood glucose was 169mg/dl. Customer was advised to monitor the insulin pump. Insulin pump will be returned for analysis.